Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently experienced a low blood glucose (bg) level between 50-70 mg/dl. The customer believed that the pump settings needed to be adjusted. Customer consumed glucose tablets to address the low bg. Tandem technical support advised the customer to consult with a healthcare provider to make settings adjustments.